Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, water contamination was observed in the device blower resulting in blower box replacement. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Qa performed an external and internal inspection of the received remstar and humidifier. Qa found no evidence of thermal damage. Qa did find evidence of dirt/dust contamination & tobacco/nicotine contamination to the air inlet path of the base unit. Qa also found evidence of similar contaminants on the internal surfaces of the humidifier chamber. This contamination was also found throughout the remstar and humidifier air paths. Qa applied power to the devices and began flow. The blower was found to be seized/inoperable. Qa performed an internal inspection of the remstar and found the internal surfaces of the device have evidence of the dirt/dust contamination and tobacco/nicotine contamination. All seals of the base unit and humidifier have been discolored as a result of the tobacco/nicotine contamination. No signs of thermal damage. Qa disassembled the blower assembly and found evidence of dirt/dust contamination and tobacco/nicotine contamination similar to that noted previously. The impeller assembly shows evidence of having cracked likely due to an imbalance caused by the build-up of contaminants. The contaminants would also likely result in the degradation of the impeller assembly. There are indications of the impeller assembly having "rubbed" the blower assembly. The friction caused by the rubbing of the impeller causes a burning smell to emanate from the unit. Although qa was unable to duplicate the complaint, the failure of the blower assembly would likely result in the noted complaint. Based on the investigation by qa, the complaint of "burning plastic smell" was confirmed. The complaints were found to be the result of a failure of the blower impeller in the remstar as a result of improper care of the device by the user and are not a result of a failure of the device during normal usage. The issue (blower impeller rubbing) is covered in the current risk analysis q series risk assessment ER # (B)(4) version 16 (hazard tag) - loss of pressure01, toxic01, and particulate 01. Results of this investigation do not impact the calculated risk. Additionally, a quality assurance clinician was consulted in consideration of the hazards associated with the possibility that the particulates, resulting from contamination could be delivered to the patient at pressure. If particulate was to reach the patient, the clinical opinion is that the patient's upper airway filtering mechanisms (cilia and mucosal lining) would remove the particulate from the airway, and any particulate that was not removed by the cilia and mucosal lining would be removed from the airway through inertial impaction. Impacted particles would then be expectorated by the patient. The increased velocity of the particulate due to the flow generated by the bipap would increase the probability of impacting in the upper airway. If not caught in the upper airway the particulate matter would be expelled and would not place the patient at risk of a serious injury. The devices downloaded event log was reviewed and found no error.